Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Only meter returned: investigation completed with no defect found. Most likely underlying root cause: strip issue.

Event description:
Customer complains of high results. Customer states she feels well and requires no medical attention. The customer's expected blood results are 80-130mg/dl fasting. Verified the strips expired 07/19/2017. Customer confirms the strips were first opened (B)(6) 2015. Reviewed meter memory (B)(6). Customer complaining her meter has been reading "lo" every time she attempts to test her blood glucose levels.